Manufacturer narrative:
No product has been returned. Should new information become available, a follow up MDR will be submitted.

Event description:
Received information stating patient was experiencing high bg's (400's mg/dl) and occlusion alarms.